Event description:
During testing, baxter technician found the pump had battery low and battery depleted alarms, followed by a failure code 570, in the pump's event history. According to the biomed, no pt injury or medical intervention has been reported.